Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter (aus) due to urethral atrophy. The entire aus system was removed and replaced, and the new cuff was downsized from 4.5 cm to 4cm. Additional information received stated that the patient was in a stable condition post procedure, and will have to wait 6 weeks before using the new device.